Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges the device is not turned on. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A user previously contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges the device is not turned on. There was no report of serious patient harm or injury. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.